Manufacturer narrative:
D10 concomitant product: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm (lot#: n1k0065y); sigphandle, sig power sigphandle handle (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic lobectomy and systematic mediastinal lymph node dissection procedure, at the time of performing the last firing on the brochus, the device partially fired. The same handle and adapter were used with the new reload to resolve the issue. There was no patient injury. It was noted that the procedure was converted into an open procedure unrelated to device problem.